Event description:
Calcium scoring is an optional feature used for the evaluation of calcification on CT images. We have discovered that if the calcium scoring window is not closed between patient exams, the report from the previous patient exam could be substituted in the next patient's record. This problem only occurs when the second patient has not pathological findings. Therefore, it could result in a false positive report for a patient who does not have calcification. The error may be immediately obvious to the user, because the calcium scoring report will indicate a pathological finding, but the images will not demonstrate any calcification. This incident occurred in a foreign country.

Manufacturer narrative:
Actual device involved in incident was evaluated. Program window must be closed after each patient. Computer software problem. Error only occurs if program window is left open between patients.